Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective bubble sensor module. The technician replaced the module to resolve the reported malfunction. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the bubble detection of a s5 system switched off during procedure. There was no report of patient injury.

Event description:
See initial.

Manufacturer narrative:
The replaced bubble module has been requested by livanova deutschland for further investigation. The reported issue could not be reproduced. The bubble module has been inspected and functionally tested. No deviations could be identified. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.